Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: 1. L4 decompressive laminectomy. 2. L5 decompressive laminectomy. 3. S1 decompressive laminectomy. 4. L4-5 posterior interbody fusion. 5. L5-s1 posterior interbody fusion. 6. Application of intervertebral device l4-5 with 8 x 22mm filled with bmp and autograft. 7. Application of intervertebral device l5-s1 with 8 x 22mm filled with bmp and autograft. 8. Pedicle screw fixation l4, l5, s1 left with 6.5 x 45mm screws l4-5, 6.5 x 40mm screws s1 and 16mm rod. 9. Pedicle screw fixation l4, l5, s1 right with 6.5 x 45mm screws l4-5, 6.5 x 40mm screws s1 and 16mm rod. 10. Posterolateral arthrodesis l4 through s1. 11. Micro-dissection. 12. Intraoperative fluoroscopy. 13. Application of epidural neural anesthetic agent. 14. Morcellized allograft. 15. Morcellized autograft pre-op and post-op diagnosis: lumbar disc degeneration, l4-5, l5-s1. As preop notes: ".. The previous laminectomized bone was morcellized and mixed with bmp and the spaces were sized and intravertebral devices inserted under continuous c-arm fluoroscopic guidance with excellent pressure...no complications were reported.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.